Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional, via a manufacturer representative, reported a patient had a lead implanted for a test trial for one week with good results. The lead was connected to an implantable neurostimulator (ins) on (B)(6) 2016 and, when the patient's stimulation was turned on post-op, all electrodes showed an impedance greater than 10,000 ohms (high impedance). There was no paresthesia. The patient was taken into the operating room again. When testing with the multi-lead trialing cable, all electrode impedances were fine. Channel two of the ins had to be used instead of channel one. Then, all electrode impedances were around 1200 ohms. The patient was alive with no injury at the time of the report.